Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the foreign material was likely due to known inherent risk of the device; however, a definitive root cause could not be identified. The event can be detected/prevented by following the instructions for use which state: ¿nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the air water cylinder and channel. There was no patient involvement.